Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported patient authorization is needed to release the device. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event.

Event description:
There were no complications reported. The patient was then transported to the intensive care unit in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: a paravalvular leak is described as a leak outside the valve, not going through the leaflets and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, sizing and patient related conditions. In this case, there is insufficient information to confirm the root cause of this event. The explanted valve was not returned to edwards for evaluation. There has been no allegation of a device related malfunction or deficiency. It is unknown whether patient or procedural related factors may have caused or contributed to the reported event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted for approximately one (1) year, was explanted due to a large perivalvular leak. Per the operative report, perivalvular leak in the left and right commissure was clearly visible during explantation of the valve. The explanted device was replaced with another edwards bioprosthetic valve. Transesophageal echocardiography at the end of the operation showed good ventricular function, prosthetic valve function and no perivalvular leak.